Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. During impella placement, numerous suction alarms were received. Medical staff discussed problems with the patient experiencing heparin induced thrombocytopenia (hit). The patient was in poor condition. Subsequently, the device was explanted, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.